Event description:
The hospital reported that preparation for an endoscopic vein harvesting procedure, the vh-3000 hemopro would not activate. This is right after it was removed from the packaging. The hospital switched out the power supply and extension cable and the hemopro still would not activate. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)